Manufacturer narrative:
Initial.

Event description:
It was reported that, two days after pump start, the patient experienced recurrent low glucose with a reported value of 53 mg/dl during a second breakfast meal after announcing the meal at first bite; total daily dose was low with basal set to 5 units per instructions, and the patient initially delayed treatment despite device beeps before taking oral glucose (half cup orange juice) as instructed. Symptoms included lightheadedness associated with a verified fingerstick hypoglycemia. Outcomes included recovery to 74 mg/dl with an upward trend by the end of the call, without hospitalization. Investigation included troubleshooting and education regarding appropriate carbohydrate intake for hypoglycemia. Investigation of this case revealed user-related insufficient or delayed treatment of hypoglycemia, with the device performing as designed by issuing low and urgent low alerts and learning basal needs early in therapy. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed or insufficient treatment of hypoglycemia during early adaptive dosing.